Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use the original charging supplies and plug the wall adapter into a known working outlet for at least 30 minutes. Pump began charging successfully with no further assistance required.